Event description:
Customer stated that the meter is missing segments and will not count down. During a review of the system over the phone, it was determined that segment were missing from the 100s position of the display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.